Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized due to having a seizure and had to be intubated. Customer reported of having high blood glucose of 508 mg/dl. Customer reported that high blood glucose occurred three times after changing set. Customer reported that insulin may have been bad. Customer was advised to monitor blood glucose and to treat blood glucose per healthcare professional's recommendation. Customer was advised that infusion sets and reservoir would be replaced. Customer could not be contacted for details on hospitalization.